Manufacturer narrative:
B3. Date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and downstream occlusion error was observed in event logs history. Visual inspection had been carried out, and no anomalies were observed related to the complaint. Functional tests were performed, and complainant allegation could be replicated. Replaced downstream occlusion (dso) sensor. The probable cause of the reported issue is dso sensor.

Event description:
It was reported that an issue was observed with the downstream pressure sensor during testing. It was confirmed during inspection of a returned pump that downstream occlusion sensor was defective. This failure mode was found in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient.